Event description:
It was reported that after a recent device changeout, the right ventricular (rv) lead exhibited high undefined out of range (oor) pacing impedance, and it was noted that lead testing produced oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported via follow-up that the impedance issues were caused by a loose set screw on the implantable cardioverter defibrillator (ICD) . A revision procedure was completed. Both the lead and the ICD remain in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.